Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had a replacement of their device last week to an MRI compatible device however when removing the prior lead, the wire unwound and patient was left with the distal aspect of the lead(mainly the electrode).  No further complications were reported/anticipated at this time.